Event description:
The patient was admitted with a device history of hv epi- sodes. On the day of admittance, the patient had a string of vf events that the device did not sense. The patient had a low amplitude vf signal. Increasing the sensitivity helped, but the device still did not sense all of the vf episodes and consequently did not deliver hv therapy. Pro- grammer controlled shocks from the device momentarily broke the rhythm, but it started back up. The patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.